Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site to investigate the wbc issues. The fse bleached the wbc aperture bath, replaced the lyse pump, diluent pump and lyse check valve, and all waste tubing. Upon further investigation the fse found the main waste smashed against the power conditioner. Per additional communication with the fse on (B)(6) 2013, the instrument was experiencing differential vote-outs (numeric values), and spikes on the wbc histograms and some affect to plt values. Latex calibration was below the usual range of 38 value. The fse determined that the issue was related to the act diff 2 analyzer main board which was replaced. The main board has been requested for return to bec for further evaluation. As of (B)(4) 2013, after service, the customer indicated that there have been no further issues. Failure mode was the act diff 2 main board which was replaced.

Event description:
The customer reported to beckman coulter (bec) having ongoing white blood count (wbc) issues on the coulter act diff 2 analyzer. The instrument was experiencing differential region flags on the controls. Controls needed to be run several times before the results were within range, especially the high control. Replacement controls were sent to the customer during this period, but did not resolve the issue. Platelet (plt) was also failing on a startup. The customer indicated that erroneous results were reported out of the laboratory. Manual smears were performed for results affected. Instrument printouts, controls, proficiency data were requested, but not provided for the investigation. Per conversation with the customer on (B)(6) 2013, the customer is not aware of any reports of death, injury, or effect to patient treatment.